Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 03.812.003 , lot: l390623 , manufacturing site: haegendorf , release to warehouse date: 21.jul.2017. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Device use: the returned t-pal applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering. Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer. Investigation flow: device interaction/ functional: device condition: the returned inner shaft was examined, and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken and retained by the returned knob (03.812.004). Furthermore, the distal prongs were observed slightly flared. Both functional test and complaint condition replication was unable to be performed due to post-manufacturing damage. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and proximal coupling and no design issues were identified. No dimensional analysis is possible due to post-manufacturing damage identified on relevant portions. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Only top level of the device history record reviewed as sub-components are not lot tracked. However, during investigation no material inconsistencies were observed at the broken site which could have contributed to complaint condition. Testing has been conducted to evaluate the instrument¿s connection during removal. The test was based on forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be approximately 3kn and in extreme cases reaching 5kn (when too large of trial is inserted). The test produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. Additionally endurance testing (insertion and removal) was completed and no functional failures were observed after 100 cycles. No definitive root cause could be determined. However, the received failure mode is consistent with unintended excessive impaction forces on the proximal coupling ball tip which could have led to broken condition. Conclusion: the complaint condition was able to be confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, a t-pal spacer applicator inner shaft was broken off inside the t-pal spacer applicator knob that was not functioning correctly. It is unknown when was the issue discovered. There was no patient consequence reported. This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Lot number (l390623) reported. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.